Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing freezing, communication bus issues, and device shutdowns during procedures. The customer stated that the issue is temporarily resolved by rebooting the device and added that the reported issue impacted multiple stations in facility. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus. A technical support specialist disabled the firewall to resolve and the compliant file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jan-2022 to 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to configuration. The technical support specialist disabled the firewall in settings to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia system es experienced some rolling freezing/bus issues/device shutdowns. It is observed that this issue is happening during cases and seems to be a morning issue more than the afternoon/evening. The customer stated that the issue is temporarily resolved by rebooting the device and added that the reported issue impacted multiple stations in facility. There were no adverse events or injuries reported based on this incident.